Event description:
A pt reported blood glucose results of 189 mg/dl and 82 mg/dl with a lifescan meter, performed within 5 minutes of each other. The pt also reported blood glucose results of 185 mg/dl and 105 mg/dl with the reporter meter. A check strip test was performed and the result fell within specification. A walk through test was performed and the pt obtained a reading of 122 mg/dl. Meter and test strips were replaced.